Event description:
Caller reported a malfunction on pump, with no notable events occurring prior. There was no adverse impact to customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted caller by providing pump reset information, and after resetting, the malfunction did not recur. Customer was instructed to continue using pump and to call back if malfunction recurs, which they acknowledged and understood.